Event description:
Na

Manufacturer narrative:
Report was received which states that "device catheter become completely disconnected from device body." Visual and microscopic eval of this device revealed that all components of this device were returned. 8 1/2" loose segment of device catheter revealed an open and clean distal end as revealed in photograph #2 and #3. This 8 1/2" loose segment of device catheter revealed no discoloration, compression marks, or longitudinal slits; however, this 8 1/2" loose segment of device catheter (end a) revealed cut materianl at proximal end near the silicone locking sleeve as revealed in photograph #1 and #4. This area of damage appears to have been clean cut. Further analysis was performed on this device. Reassembly of device revealed that 8 1/2" loose segment of catheter appears to pull away from device body and locking mechanism easily as revealed in photograph #7. Device locking mechanism was then removed revealing small segment of device catheter attached to device stem fitting. This smal portion of device catheter appeared to have been cut at device stem fitting, causing catheter not to be locked by sleeve. Upon removal of cutting (damage) device was reassembled and demonstrated good pull strength (attachment). Based on the info available and results of analysis, report that "device catheter became completely disconnected from device body" has been confirmed. Cause of 8 1/2" loose segment becoming disconnected from device locking mechanism appears to have been introduced by locking mechanims being pushed with too much force onto device stem fitting. This appears to have caused catheter to be cut and disconnect from device body and locking mechanism. This event does not appear to be related to device design, material defect, or mfg problem. No further details are available at this time. At this time MFR is closing file on this incident.